Manufacturer narrative:
Follow-up #1: date of submission 09/22/2105 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box data from time of the complaint had been overwritten due to continued use of the pump. The current black box showed no evidence of short battery life. There was a battery compartment crack observed below the grip pad. The pump's current draws were within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.